Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus medical systems india (omsi), there was the possibility that the reported phenomenon was attributed to the failure of the power supply circuit board, which might be caused by the aging degradation due to long term use because the subject device had been used more than six years and one month since manufacturing. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus medical systems india, it was found that the subject device was unstable more than 30 seconds after it was turned on, and then it was powered off automatically due to the failure of power supply unit. There was no report of patient injury associated with this event.